Manufacturer narrative:
An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce the reported failures; however, confirmed as having occurred via the field error logs. The arm was installed onto the test system and powered up. Sine cycle and a test driver were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted ureterolithotomy procedure, error 23000 occurred pointing to arm 1. Technical support engineer (tse) asked the customer to move arm 1 in all directions but there was resistance. Tse proposed them to use arm 3 to continue the procedure. However, arm 3 did not work properly. The surgeon elected to convert the procedure to laparoscopy. There was no reported injury. Isi followed up with the clinical sales representative and gathered the following additional information: it was planned to convert to laparoscopy to complete the surgery. The issue did not have any impact on the surgery. It was at the very end of the procedure when removing the instrument. The procedure was completed.